Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have yet been returned to zmc. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the event. There is no indication that a device malfunction caused or contributed to the patient's death. Device manufacture date: monitor sn (B)(4): 05/14/2011 reuse; electrode belt sn (B)(4): 06/18/2014 reuse.

Event description:
A us distributor contacted zoll on 02/18/2016 to report that a patient passed away while wearing the lifevest. Review of the events surrounding the death indicate that an arrhythmia was detected 08:08:49. The ECG recording indicates that the patient was in vf; however, the ECG recording revealed motion artifact 9 seconds into the detection sequence, which precluded the treatment from being delivered. The source of the motion artifact is unknown. The patient subsequently passed away.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have yet been returned to zmc. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would cause or contribute to the event. There is no indication that a device malfunction caused or contributed to the patient's death. Device manufacture date: monitor sn (B)(4): 05/14/2011 reuse. Electrode belt sn (B)(4): 06/18/2014 reuse.

Event description:
A us distributor contacted zoll on 02/18/2016 to report that a patient passed away while wearing the lifevest. Review of the events surrounding the death indicate that an arrhythmia was detected 08:08:49. The ECG recording indicates that the patient was in vf; however, the ECG recording revealed motion artifact 9 seconds into the detection sequence, which precluded the treatment from being delivered. The source of the motion artifact is unknown. The patient subsequently passed away.